Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_98. Lot number - the correct lot number is 05216023. Expiration date ¿ the correct expiration date is 08/31/2016. (B)(4).

Event description:
A customer reported a positive result with a cyclesure(tm) 24 biological indicator (bi) after a completed sterrad(tm) nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure(tm) 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 01/29/2016 to 07/27/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Six (6) unused bis were received and (2) had red ci discs, caps not depressed, intact purple media ampoules in uncrushed vials; four (4) bis had ci discs with premature color change showing a faint yellow and red color, the caps were not depressed, and the purple media ampoules were intact in uncrushed vials. No suspect positive bi was received. A visual image was received of two bis laying flat. The image shows yellow media in vials with caps pressed down. It cannot be determined if the caps were pressed down before or after use and if the vials were crushed. The customer did not respond to follow-up for clarification. Retains testing was not performed since there is sufficient information to determine user error as the cause of the issue. The concomitant sterrad was not evaluated since there is sufficient information to determine user error as the cause of the issue. The assignable cause was due to use-error. The customer indicated that the bi cap was not pressed down after activation and acknowledged the IFU was not followed. The customer self-identified the error and the correct use, therefore, a customer education letter will not be sent. If the bi cap is not sealed against the vial, contamination may occur and result in a positive growth. The issue will continue to be tracked and trended.